Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective patient pump. The technician replaced the pump and in addition the processor and distribution board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The pump was requested back to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.

Manufacturer narrative:
The defective motor was returned for further investigation. During the evaluation the reported issue could be confirmed. It was found that the stirrer motor was stiff and the motor electronics were defective. However it could not be determined how the reported issues were caused.

Event description:
See initial.

Manufacturer narrative:
Initially it was reported that the issue was traced back to the patient pump which was found to be incorrect. The technician traced the failure to a defective stirrer motor. The defective motor was replaced and no further issue was found. The stirrer motor was requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.